Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-2 brake was replaced and the arm was upgraded. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. This complaint is being reported due to the psm failing the slow sweep test during failure analysis investigation.

Event description:
It was reported that the patient side manipulator (psm) arm was replaced after displaying a brake fault message, failing the slow sweep test, and due to a high brake release voltage reading by the distributor. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument.